Event description:
It was reported that that patient experienced syncope because of apparent intermittent loss of capture on the epicardial right ventricular (rv) lead. The lead was capped and replaced with a new transvenous lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.